Manufacturer narrative:
The reported events of far r oversensing and inappropriate capture were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in two pieces with the helix partially extended clogged with blood/tissue. Final analysis found the inner coil inside the connector region was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
New information received notes that the patient was stable.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited far r-wave oversensing and was inappropriately capturing the ventricle. Fluoroscopy confirmed the atrial lead had dislodged. While attempting to reposition the atrial lead, the helix could not be retracted and extended fully. The atrial lead was explanted and replaced. The patient was discharged following the procedure.